Event description:
This case was reported by a consumer via the "reto corega" marketing program and described the occurrence of death (nos) in a male patient who used gsk denture adhesive (formulation unknown) (corega) for an unknown drug indication. A physician or other heath care professional has not verified this report. On an unknown date, the patient began using corega. An unknown time later, the patient died from an unspecified cause. It was unknown whether an autopsy was performed. No further information was provided, and no physician contact information was available. The manufacturer's report number for this case is 9681138-2013-00009. Corega is manufactured in (B)(4), and marketed as super poligrip in the united states. Neither the lot number nor the product was available. (B)(4).